Manufacturer narrative:
A complete catalog #, expiration date, and serial #: unknown, not provided. If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and therefore explanted. (B)(4): device manufacture date: unknown, because the serial number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of a preloaded delivery system, model pcb00, was split. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 11/04/2016. Device returned to manufacturer - yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection under microscope showed residues of viscoelastic solution (ovd) on the cartridge and the intraocular lens (iol), indicating that the unit was prepared and handled for surgical use. Heavy dent/distortions and stress marks were observed on the cartridge's tip. The lens was observed stuck in the cartridge's tip. One of the haptic was observed out of the cartridge. The cartridge's tip was observed deformed but not cracked. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the device entered the patient's eye. The serial number was also provided therefore the following fields have been updated: catalog #: pcb0000075, expiration date: 08/04/2017, serial #: (B)(4), (B)(4), device manufacture date: 08/04/2014. All pertinent information available to abbott medical optics has been submitted.